Event description:
An infusion pump with an 812:02 failure during service. Although attempts were made by baxter's quality management to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.